Manufacturer narrative:
No device was returned for evaluation and no radiographs were provided to confirm the reported event. It was reported that an off-label, non-nuvasive device, not indicated for use with the pulse system, was suspected of being inaccurately navigated; however, this device was also used to cannulate for two (2) additional pedicle screws in the case with no inaccuracies. All other navigated nuvasive devices used during the case were confirmed to be accurate. Additionally, it was reported that the patient's bmi was high, which lead to obscuring of the patient reference array from the tracking camera's line of site. It was reported that manual manipulation of tissue was required to clear patient reference array's line of sight, which may have resulted in movement of the reference array. Based on the information obtained, the root cause of the reported event is unknown but may be a result of movement of the patient reference array. Labelling review: "potential adverse events and complications... ¿ note: additional surgery may be necessary to correct some of these potential adverse events. Potential pulse system failures include the following, which can cause serious or critical patient injury, including many of the adverse events noted above... Navigational failures/inaccuracies¿" "intra-operative warnings... ¿ assess navigational accuracy repeatedly throughout a procedure when using a surgical navigation system. A) reconfirm accuracy by positioning the navigated instrument tip on an identifiable anatomical landmark and comparing the actual tip location to that displayed by the system. B) if the stereotaxic navigation system does not appear to be accurate despite troubleshooting (e.g., resetting the system), do not rely on the navigation system..." "Make sure to gently drape over the patient reference arrays, ensuring the arrays are not bumped or moved in this process. Any movement of the arrays during this process could require a re-capture of the arrays, or even re-scan of the patient if the registration accuracy is not adequate." "Warnings, cautions, and precautions... ¿pulse navigation system has been tested for compatibility with the following third party instruments: [table of third party instruments provided]..."

Event description:
A case was performed on (B)(6) 2022 operating on l3 to l5 using the pulse system navigation. While navigating with a non-nuvasive, off-label, device not indicated for use with the pulse system, the left l4 cannulation was not accurate resulting in a pedicle screw that was not placed in the intended location. The left l4 screw was removed and replaced in the correct location. No patient injury was reported as a result of the event.